Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles in device inner surface, wear abrasion and one extended opening on posterior. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one extended opening on posterior assessed as smooth opening. Based on the device analysis the final assessment is one extended opening on posterior assessed as smooth opening.

Event description:
Device was explanted.